Event description:
It was later reported that the tachycardia was a part of the patient's existing atrial fibrillation and the cardioversion was a planned part of the procedure. It was also reported that to treat the asystole, the patient was paced with a diagnostic catheter in order to regain their pulse.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure when the cryo ablation was finished, the patient was cardioverted to terminate tachycardia. After the cardioversion, the patient went into asystole but regained their pulse. Ultrasound showed pericardial fluid. A pericardial puncture was performed to aspirate the fluid for the pericardial effusion. The patient was hospitalized. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: continuation of d10: product ID: afapro28, product type: balloon catheter; product ID: 4fc12, product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.